Manufacturer narrative:
The returned lead was only available in fragments. Only the proximal part of the lead was returned for analysis. It is likely that the lead was cut through during the explantation about 15 cm distal of the connector pin.further inspection of the available fragment found cuts in the insulation and deformations at the is-1 and at the df-1 connector outlet. This damage is probably due to the explantation of the lead. Blood had entered the lead at those sites. The measurement of the direct-current resistances of the electrical conductors proved to be unremarkable. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 65 months, oversensing with inappropriate shock delivery was reported. In addition, a drop in sensing and an increase in impedance were also reported. During a surgical revision on (B)(6) 2014, insulation damage at the hv1 lead connection, about 2.5 cm below the connector pin, was discovered prior to disconnecting the device. The lead was capped off at about 5 cm below the trifurcation. While the surgical nurse removed any remaining tissue using a scalpel, the lead insulation was most likely additionally damaged about 5 cm below the hv1 pin. No worsening of the patient's health was reported.